Event description:
It was reported that the patient presented in the clinic with discomfort. Upon interrogation, the atrial lead exhibited failure to capture, high pacing impedance, failure to sense and caused muscle stimulation. Fluoroscopy imaging revealed that the lead had become dislodged. The lead was explanted and replaced. The patient was in stable condition.